Event description:
Patient's parent called orthodontist on 7/31/2000 from home stating that pt had swallowed a seg,emt pf prtjpdpmtoc arcjwore tjat brple om tje [atoemt's mouth. Pt had x-ray taken which showed that the wire segment was lodged in the patient's esophagus in the vicinity of the vocal cords. The wire was surgically removed on 08/01/2000. On 08/02/00 the orthodontist placed a new orthodontic archwire in the pt mouth in order to continue the orthodontic treatment. The pt reported no ill effects of the surgery when the orthodontist re-examined the pt on 08/23/00.